Event description:
Multiple venous air alarms occurred during a routine hemodialysis treatment. Some air was removed from the circuit following manual recovery instructions, however, the operator was unable to resolve the alarms. Rinseback was not performed due to the amount of time spent troubleshooting the alarms, resulting in an estimated blood loss of 230cc. No medical intervention was required.

Manufacturer narrative:
Review of the pt treatment log file confirmed the presence of air. The cycler alarmed appropriately. The source of the air alarm cannot be determined. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.